Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaints: USA. The bottom has a white, dust like substance in it and on it. No patient injury. Delay in surgery was 1 hour. No additional intervention required.

Manufacturer narrative:
Investigation: anodization layers of aluminium are sensitive to certain chemicals. Especially alkaline attacks lead to further oxidation of the anodization layer. Generally anodized surfaces are stable against alkaline up to ph 8.7. Higher ph will be tolerated under certain circumstances as corrosion inhibitors are added to cleaners. It has to be noted that the effect is influenced by: concentration of the detergent, temperature, water quality. An alkaline attack may take place unintended during cleaning or final rinse. Strong alkaline attacks can produce a white powder, which is only loosely attached to the surface. It is usually transferred to hands and clothing of people handling such containers or aluminum lids. As we do not have a description of the cleaning process itself, there may be different mechanisms influencing the effect: alkaline attack in the cleaning process (depending on chemistry and dosage). Ph shift due to use of soft water. Carry over of cleaner residue into the final rinse or sterilization. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to an insufficient maintenance of the device. No CAPA is necessary.